Event description:
The patient (B)(6) received an scs system including an ipg on (B)(6) 2011. It was reported that the patient's ipg was replaced on (B)(6) 2011 due to allegations of an increased recharge burden. The explanted device was returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.